Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose and concerned that the insulin pump may be responsible. Customer diagnosed with diverticulitis. Customer has been experiencing high and lows. Customer was dehydrated and diarrhea and went to hospital; does not think is was due to insulin. The previous night customer had a blood glucose reading of 522 mg/dl. The blood glucose reading at the time of the event was 322 mg/dl. Physician stated that the high blood glucose was caused by the infection diverticulitis. Nothing further reported.